Event description:
It was reported the surgeon used a 2.0mm plate and screw for mandible fixation. When the surgeon had the re-operation to remove the implants, the screw head broke and the tip of the screw remained in the patient.

Manufacturer narrative:
The part number or identifying description of the product was not provided, therefore we are unable to confirm the screw in question is ours. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.